Manufacturer narrative:
Patient information was not provided sample and lot number were not available for this report. Customer stated the tape did not stick well and was loosening or unravelling. She also noted that the tape had been stretched when it was applied to the tubing. 3m account representative followed up with education about application and removal of tapes and how to use the multipore dry tape without stretching.

Event description:
Customer reported 3730-0 multipore dry tape, unk lot number, was used to secure an infant's endotracheal tube to a neobar. The tape reportedly did not stick well, loosened, unraveled and stretched. No extubation occurred. The infant reportedly experienced no harm or injury. No additional patient information was available.